Event description:
It was reported that after implantation of an intraocular lens (iol) the surgeon applied gentle pressure on the anterior aspect of the lens during aspiration of the provisc. It was stated that during the application of gentle pressure on the lens, the posterior capsule ruptured. It was stated that there were not any consequences. The iol was in the bag and it was stated that the patient's visual acuity was 10/10 at first post-operative control 3 days post operatively.

Manufacturer narrative:
Expiration date: 09/11/2015. Device manufacture date: 09/11/2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.